Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator had a defective integrated circuit.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. On (B)(6) 2010, the battery was at 2.76 v with 2.75-3.75 years remaining longevity. On (B)(6) 2010, no battery data was available, although the device could be interrogated. The pulse generator was explanted and replaced.